Event description:
It was reported that the external pulse generator (epg) displays a self-test error during startup of the device. The epg was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.